Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the surgeon spontaneously decided on surgery of an extruding electrode array. Through manipulation of the electrode array, 7 electrode channels became hi, so a decision was made to explant the device and re-implant with a new device.